Event description:
On (B)(6) 2012 customer reported that reagent probe b, on the dxc 600 pro instrument, was leaking. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and replaced the vacuum valve. This resolved the issue and no further leaks were reported.

Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).